Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, component damage, thread saw blade coupling damage, and would not run due to motor damage. It was further determined that the device failed pretest for check for oscillation frequency with frequency meter, check function of device, check for sticky trigger and check for quick coupling for saw blades. It was noted in the service order that the trigger of battery oscillator device moved and the device stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.